Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 11/01/15. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4) it was reported that a patient, (B)(6), male, underwent a procedure with a navistar electrophysiology catheter and suffered a heart block, which required drug therapy and pacing procedures. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, a deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the heart block remains unknown.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 (model# m-4800-01 serial# (B)(4)) webster decapolar fixed catheter (model# d-1086-586-s lot # 17321988m). (B)(4).

Event description:
It was reported that a patient, 19 year old, male, underwent a procedure with a navistar electrophysiology catheter and suffered a heart block, which required drug therapy and pacing procedures. While ablating the accessory pathway in the ostium of the coronary sinus, an av block was noticed and it persisted for 120 minutes. The av block was confirmed by the watching the electrograms. The patient received drug therapy and pacing procedures. Additional information was received on the event. The patient was in complete heart block with a junctional escape approximately 80bpm. The patient did require hospitalization. The patient was reported to be unchanged at the time bwi followed-up with the physician. The physician's opinion regarding the cause of this adverse event is that this is procedure related. A paraseptal pathway was targeted for ablation. Radiofrequency energy was delivered inside the coronary sinus ostium and on the septum directly anterior in the slow pathway region. Within five seconds of energy delivery anterior to the coronary sinus ostium both the accessory pathway as well as the av node stopped conducting.